Event description:
Additional information reported indicated that prior to removal the patient had fluoroscopy, which showed the electrode was left inside the body. It was noted that the distal electrode was not removed until late that day. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information reported suggested that the lead tip was not retrieved until "late" in the day of the lead removal. This suggests that the event required a secondary medical surgery.

Manufacturer narrative:
Product ID: neu_tlock_anchor, product type: accessory. Product ID: neu_tlock_anchor, product type: accessory. (B)(4). Analysis of the lead (model#: 3778-45, serial/lot#: unknown) found no anomaly. No shorts between circuits were detected. Analysis of the first anchor (model#: t-lock anchor, serial/lot#: unknown) found no anomaly. Analysis of the second anchor (model#: t-lock anchor, serial/lot#: unknown) found no anomaly.

Event description:
It was reported that following the patient's trial stimulation period, the distal electrode sheared from one of the leads while removing it. There was a patient injury. Additional information received reported that the patient's physician was able to remove the distal electrode that was embedded in the patient's skin during surgery. The patient was "doing well" and "looking forward to getting her permanent implant."